Manufacturer narrative:
(B)(4). Evaluation: results: mi and revascularization.

Event description:
Approximately 6 months post the index procedure, occlusion of the left internal mammary artery was confirmed. A revascularization of the mid lad was carried out and a non-medtronic stent was implanted.

Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the mid lad. It is reported that the patient presented to the physician's office with complaints of shortness of breath with exertion approximately 2 months post index procedure. Lab work and a 48-hour holter monitor were obtained and both were within normal limits. Due to the recent stent deployment in an area of critical stenosis, it was determined that the patient should undergo coronary angiography. Patient was admitted to the hospital approximately 3 months post index procedure for this coronary angiography. Diagnostic angiography with intravascular ultrasound showed under deployment of the pre-existing stent with a 70% in-stent coronary artery restenosis. This was successfully treated with balloon angioplasty and the deployment of a second endeavor stent in the mid lad. Several hours following the procedure the patient experienced significant bradycardia, which was treated with atropine, fluids and with holding beta-blocker. The patient's rate recovered and the patient was dismissed to home in a stable condition. It is reported that the patient suffered with exertional dyspnea approximately 4.5 months post index procedure. The patient was seen for complaints of shortness of breath and an angiography showed 60% in-stent restenosis. There was a stress test completed approximately 5 months post index procedure which revealed a non-transmural mi. It is reported that it was an acute non-stemi involving the target lesion. The patient was admitted to hospital approximately 2.5 weeks later and underwent coronary artery bypass graft of the mid lad. It is reported that the patient was discharged approximately 4 days later. Investigator indicated that the events were related to the study device but were not related to the study procedure. (Reference MDR # 2953200-2011-00428).